Event description:
It was reported that the patient's pacemaker and right atrial (ra) lead were explanted and replaced due to product malfunction. Additionally, the ra lead failed to be removed from the pacemaker header. The patient condition was not known.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of the atrial lead could not be removed from the header was confirmed. Analysis revealed there was blood accumulation in the atrial connector port zones. The blood in these areas had a bonding effect between the inside areas of the connector port zones and the surfaces of the lead body. This made the lead difficult to remove. Some of the blood was calcified blood making the removal of the lead even more difficult. The setscrew had no effect on lead removal since it had been untightened normally by the physician. The blood was most likely not cleaned from the proximal ends of the lead before it was inserted into the connector port at time of implant.